Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that a handpiece overheated and presented a system message during a cataract surgery. The surgery was completed by replacing the handpiece with another one. The doctor examined the patient post-operatively and noticed more corneal edema than expected. Additional information has been requested. Additional information has been received indicating that the corneal edema resolved with usual post-operative eye drops, additional treatment was not required.

Manufacturer narrative:
The phacoemulsification (phaco) handpiece under investigation was confirmed, to have exhibited a failure mode related to a nonconforming crystal stack. This event type is consistent with a known issue, previously investigated in response to an increased number of system messages. And temperature high complaints received from phaco handpieces (hps) with specific manufactured dates. Manufacturing review confirms, that this hp was manufactured in alignment with previously investigated handpieces. The root cause is attributed to piezoelectric crystals within the hp having a high dissipation factor, causing fusion and/or shorting. Additionally, excessive application of loctite, during hp assembly was identified, as a contributing factor. Additional investigation is not necessary for this complaint and will not be performed. The root cause of the reported event can be attributed to the fusing of the crystal stack causing an electrical short circuit between the high and low electrodes. The manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The phacoemulsification handpiece was not returned for evaluation. A phacoemulsification handpiece manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. The root cause cannot be determined conclusively. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).